Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: the procedure was successfully completed robotically without any intraoperative complications. Initially, the patient did not present any postoperative complications. On post-operative day 3, when the cardiac arrest occurred, no additional medical or surgical interventions were necessary. The cause of the cardiac arrest remains unknown, and the surgeon does not believe that the da vinci system caused or contributed to the event. Although the patient's current condition is not known, there is no concern that this incident will result in any long-term complications for the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.

Event description:
It was reported that after a da vinci-assisted distal gastrectomy procedure, the patient experienced cardiac arrest on post-operative day three. The cause of the event remains unknown, and the patient is currently hospitalized in the intensive care unit (ICU). Additional information has been requested; however, no response has been received.